Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 356 mg/dl, 269 mg/dl, 180 mg/dl, 138 mg/dl and, 133 mg/dl when all tests were performed within 10 minutes on the advantage plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.